Event description:
The customer's mother reported that the pod was activated on (B)(6) 2014 at 7:30 pm. When the customer woke up on (B)(6) 2014, her blood glucose (bg) level was 705 mg/dl. The customer's mother called her doctor and was told to give the customer a manual injection of insulin. The customer's bgs fell to 500 mg/dl but the customer's father took her to the hospital for treatment. The customer was admitted to the hospital on (B)(6) 2014 with dry mouth, thirst, a headache, and ketones present in the urine. The customer was diagnosed with hyperglycemia and was treated with insulin injections and a saline drip. The customer was released from the hospital on (B)(6) 2014.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.